Manufacturer narrative:
Concomitant medical products: product ID w1dr01 ipg implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after falling twice. It was noted that the patient was shaky. A remote transmission indicated right ventricular (rv) lead intermittent undersensing that was resulting with possible inappropriate pacing on the t-wave. The rv lead remains in use. No further patient complications have been reported as a result of this event.